Manufacturer narrative:
The condition of the battery plays a key role before use: it should be cleaned and stored as stated in the user guide.

Event description:
Patient update: patient has now fully recovered in this event; patient was cleaning the affected area and applying cream to aid in the healing process. Patient has pre-existing atopic skin condition, which caused the healing process to be delayed. Investigation conclusion: root cause cannot be confirmed because the battery was not returned.

Manufacturer narrative:
This is a cross-reporting case from france.

Event description:
In this event, patient experienced a burn-like injury behind his ear, where the hearing aid is positioned.. The device shows traces of white powder and the battery contacts are corroded. The patient's doctor called poison control center, to find out what action the patient should take. No further information on the treatment has been received. The battery compartment ensures that the battery does not get into direct contact with the skin.

Event description:
Results of technical investigation: hearing aid without battery was returned for investigation. Device is powered by zinc air battery; koh is the electrolyte in the battery. Trace of white powdery material observed in the battery compartment and door. Based on previous investigation findings, support that battery leakage of koh presents itself as a white powdery material which was found on the returned hearing aid. This has been seen previously in cases of corrosion, due to the presence of chlorine on the external surface of the battery. Chlorine is not a component used as an ingredient nor in the manufacturing process for hearing aid batteries. Chlorine exposure may have occurred after the battery was removed from the consumer packaging.